Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of capsular contracture and seroma-late are a physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Reason for reoperation due to ¿severe ....capsular contracture" baker grade unknown "with periprosthetic liquid flap." Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. This is a known potential adverse event addressed in the product labeling.

Event description:
Physician reported left side ¿severe ....capsular contracture, with periprosthetic liquid flap". The device has been explanted.